Event description:
A customer reported via phone call indicating physical damage in the battery compartment of their insulin pump. The patient's blood glucose level was 127 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Pump received with minor scratched display window, broken battery tube threads, broken reservoir tube lip.